Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set did not fully stick after insertion. Blood glucose levels were adversely affected and reported to be 230mg/dl. The patient took a correction bolus and changed the site to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02021.